Manufacturer narrative:
An abbott field service representative (fsr) serviced the axsym analyzer and replaced a worn processing probe. Subsequent instrument operations and test results were acceptable. The axsym system operations manual and the axsym cmv igg assay package insert both contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The product evaluation found a patient discrepant result issue was resolved through normal maintenance procedures including the replacement of the worn processing probe. The information provided suggests the device is performing as intended when properly maintained. A product malfunction was not identified.

Event description:
The customer reports a (B)(6) result for one patient. (B)(6). Controls have remained within specifications. No suspect results were reported from the lab with no impact to patient care.

Manufacturer narrative:
This issue was previously submitted under MFR report no. 1415939-2013-00070. The suspect medical device changed from the axsym cmv igg assay, list: 04b47-20 to the abbott axsym system, list: 07a83-01. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).